Event description:
It was reported that peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, experienced a heart attack, and subsequently passed aware due to the event. On the same date as death, the patient began experiencing shortness of breath and chest pain. The patient was not connected to the hc cycler at the time of the onset of symptoms. The patient was taken to the emergency room and was diagnosed with a heart attack. Treatment was not reported. Subsequently, the same day, the patient passed away. The cause of death was the heart attack. Pd therapy with a hospital cycler (unspecified) was thought to be ongoing during hospitalization, however, this was not confirmed. It was not reported whether the patient was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, or if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test. The device was determined to meet functional and electrical performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.